Event description:
It was reported that patient had difficulty charging the ipg. It was noted that patient was not able to get enough pain relief. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return. No device malfunction suspected.